Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) during transport, the device shut down and was unable to power back on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was observed and the system board was replaced. The device was recertified and returned to the customer. The system board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty capacitor on the system board. Analysis for reports of this type has not identified an increase in trend.